Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed; see scanned table. The test #1 thru test #4 the inratio and lab values are within the confident limit as per internal procedure tr#0150 rev. 2. Product will not be investigated as per the procedure tr#0150 (rev. 2).

Event description:
The caller alleged discrepant results when compared with lab results reported as follows: see scanned table.